Event description:
The nail was implanted in 2001, during a revision surgery, in a patient who had pseudoarthrosis. A titanium plate (of another company) was removed and replaced with the fixion nail. About 15 weeks after implantation, the patient had pains and in an x-rays radiograph a split in the nail was observed. The nail was removed in one piece with no further complication in 2002, and another nail was implanted.